Event description:
The manufacturer received voluntary medwatch (mw5111441) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging uri, cellulitis, and ear infections and taking antibiotics for it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5111441) alleging uri, cellulitis, and ear infections related to CPAP device's sound abatement foam. The patient was prescribed antibiotics for the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The heater plate of the humidifier and heated tube were also verified to be working. The manufacturer inspected the device externally and internally, observed dust like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the bottom enclosure, the pca (printed circuit assembly), the blower box, the blower box cap, the outside and inside of the blower motor, the blower outlet seal, and the blower isolators. Tape like contamination on the bottom enclosure, over a nonskid pad. Piece of unknown black contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Unknown residue on the ui panel. Potential no clean flux on the battery holder and the sd (secure digital) card slot of the pca. Unknown residue on the dc jack power cable, potential dried liquids spots or mineral deposits on the outside and inside of the blower motor, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, there was a blue plastic tab, consistent with an air filter spring, in the blower box. The manufacturer inspected the humidifier externally and internally, observed dust like contamination throughout all the humidifier enclosure, spots of unknown yellow residue on the flip lid and on the inside of the humidifier enclosure. Small hair like fibers and unknown white residue on the flip lid. Unknown yellow residue in the air inlet port. Unknown brown residue on the bottom cover assembly. White dust like contamination on the heater plate. Hair like fibers on the inside of the humidifier enclosure. Tape like contamination inside the humidifier, near the dry box inlet seal. Additionally, there was tape like contamination and cloth like contamination covering the flip lid seal. Unknown yellow residue on the dry box inlet seal and the flip lid seal. Unknown yellow residue on the dry box inlet seal and the flip lid seal. There was also a piece of black contamination, inconsistent with degraded sound abatement foam, on the dry box inlet seal. Potential mineral deposits on the water tank pan. Marks of blue contamination, most likely from a writing utensil, on the max fill lines of the water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were able to confirm the complaint of a hard white film in the reservoir, but not address the symptoms specified. They confirmed that there was no evidence of sound abatement foam degradation. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.